Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient underwent revision surgery, the broken femoral stem was identified, and soft tissue was removed around the femoral head and it was removed, we then removed the femoral implant. We implanted another stem. We took an intraoperative x-ray and noted there was a piece of the drill bit that must of broken during the osteotomy portion of the case and distal along the stem. We then placed the size a/50 mm body with the appropriate version and impacted it and placed a locking screw. We then placed a 36/-6 biolox head and impacted. Products not revised: product ID: dsbfgg58, lot: 05113366701551930, qty: 1. Product ID: 18080303, lot: 1543191, qty: 1.